Event description:
It was reported that the device was found to be broken by the assistant sales representative. The device breaking during a procedure could cause an infection if it were to fall into the operating site. No known patient involvement or procedural delays were reported with this event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that the device was found to be broken by the assistant sales representative. The device breaking during a procedure could cause an infection if it were to fall into the operating site. No known patient involvement or procedural delays were reported with this event.